Manufacturer narrative:
A potentially associated lot number was reported: ur16do5052. This was reported to have occurred approximately three weeks prior to the date of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink catheter extension set ruptured, leading to an unspecified amount of blood loss. The reporter stated that the device was first used for a heparin drip. The set was then used with a power injector to inject contrast for a computerized axial tomography (cat) scan. The rupture occurred during power injection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.